Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Review of the controller log files revealed that no alarms have been logged within the last 14 days of available data. As a result, the reported event could not be confirmed. Power disconnect alarms are "low priority" alarms, which appear on the controller display, and do not get logged in the alarm log files. Therefore, the most likely root cause of the reported can be attributed to the patient experiencing a "power disconnect" message displayed on the controller screen, which does not get logged in the alarm log files. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the site and a ¿power disconnect¿ alarm was noted on interrogation. The patient denies any knowledge of the alarm. The alarm occurred at 4:46pm, and the patient does not recall doing anything particular or feeling unwell at the time. The patient has noted on several other occasions a ¿power disconnect¿ alarm on the alleged controller display screen. When this occurs, the patient replaces one battery first, then the other and the alarm resolves. No patient complications have been reported as a result of this event.